Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, a travel coarse error was identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the top case, bottom case, left and right plunger cases were damaged. The reported issue was confirmed by alarm history; however, the probable cause was worn out clutch. Replaced the top and bottom cases, left and right plunger cases and the unit passed all testing criteria.

Event description:
It was reported that during testing, the pump triggered a travel course error. Upon further investigation, it was identified that the travel coarse error was observed on the alarm history. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.